Manufacturer narrative:
Insulin pump had moisture damage found on keypad traces. No moisture damage found on electronic assembly or motor. No blank display noted. Insulin pump had a cracked display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming and that she saw fluid inside of it and that there was a large crack. The blood glucose reading was 122 mg/dl. The cracks were on the screen as well as on the insulin pump casing. Nothing further was reported.